Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded. There was blood and contrast in the inflation lumen. The balloon, shaft and tip were microscopically examined. Microscopic examination of the balloon revealed a 10mm tear in the balloon material. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 20-jun-2016. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 3.00mm x 15mm nc emerge® balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed a longitudinal balloon tear.